Manufacturer narrative:
The reported event was addressed with phone support. The customer followed the intuitive surgical, inc. (Isi) technical support engineer's (tse) recommended troubleshooting steps, and the vision issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the orientation of the video image was flipped with the 30° endoscope. The tse checked the logs and identified no errors. The tse asked the caller to remove the endoscope, rotate the endoscope base to the desired orientation, press the clutch button on the arm, and then reinstall the endoscope onto the arm. The customer followed the tse's recommended troubleshooting steps, and the vision issue was resolved. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was installed in the up orientation, and the surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. During the surgery, as the surgeon attempted to move the endoscope to see better, the image flipped. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The procedure was completed with the same endoscope.